Manufacturer narrative:
Product complaint # (B)(4) d4/g4: device is not distributed in the united states but is similar to device marketed in the USA. Therefore, (01) gtin is not available. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What is the current status of the patient? A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that an animal underwent a cat oophorectomy procedure on (B)(6) 2025 and suture was used. Two healthy young cats were oophorectomized with sutures. In the night that followed, they were seen urgently for eventration (the intestines coming out of the incisional wound) in other veterinary clinics. The 2 cats had a wound recovery (exact detail not known). Scar evolution is underway. The cats have not yet been reviewed by the veterinarian. At this point in time, they have no details on how the suture broke. The veterinarians used the suture for ligations, abdominal wall over blasting and skin over blasting. No post-operative incisional wound dressing. Points are not removed postoperatively (they fall alone). There were no patient consequences reported. Additional information was requested.